Manufacturer narrative:
Unique identifier (UDI) and 510k are unknown. No information has been provided to date. A product sample was received for evaluation. Visual and functional testing were performed. All labels were intact. No physical damaged was found on the device. The customer reported issue could not be confirmed from the functional test. However, it could be confirmed from logs that there was a record of occurred high pressure alarm when the pump operated. Possible defective downstream sensor or cassette product could have caused the issue. When the battery installed to the pump, it confirmed that the battery is not stable because the battery contact was damaged. No definitive root cause could be determined. For high pressure alarm, preventively, replaced the downstream sensor and the upstream sensor. For battery contact failure, replaced the battery. A manufacturing device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the device had a high pressure alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.